Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow. The reporter stated that approximately three days after the device was connected to the patient, the device was found to be full. The device was filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured june 22, 2015- june 23, 2015. The device was received for evaluation. Visual inspection did not identify any defects associated with the reported condition. A functional flow test was performed with no signs of blockage or leakage. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.